Event description:
It was discovered internally that high glucose results are observed at late cartridge age. There is no report of injury due to this even.

Manufacturer narrative:
Siemens investigation has identified a potential for discrepant high glucose on patients results with glucose concentrations at approximate 45-54 mg/dl. The issue manifests later in test card age, approximately 4 weeks after manufacture. The discrepant results occur with high magnitude cmean (calibration mean). At a medical decision level of less than or equal to 54 mg/dl, lot 04-23003-60 shows the maximum positive deviation of +21 mg/dl and the rest of the lots have maximum positive deviation of +13 or +14 mg/dl. Epoc bgem test cards perform within specifications at all other medical decision levels. This issue also affects qc. Qc may flag this issue if glucose qc results fall outside value assignment range and if the customer runs qc regularly throughout card use life. The preliminary investigation indicated the issue may be related to the unexpected variation in raw material for the glucose sensor. The next epoc software version mitigates the issue. No customer complaints have been received on this issue.